Event description:
"During dr. Gastric bypass the 12mm kii trocar malfunctioned. The septum shield fell out of seal and into pt. Picture was provided of the shield inside the pt."

Manufacturer narrative:
The incident device has not been received for eval. Upon receipt and eval of the incident device, a follow-up report will be submitted.